Manufacturer narrative:
Reported event: an event regarding subluxation involving a triathlon patella was reported. The event was not confirmed. Method & results: -product evaluation and results: no product was returned for evaluation. One photograph was provided for review. The photograph shows a recently explanted insert and patella with blood on the insert while blood and tissue/bone cement was visible on the patella. Scratches are visible on the insert while wear/damage is visible on the patella. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray from (B)(6) 2018 show lateral patella subluxation of the left knee. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: x-ray from (B)(6) 2018 show lateral patella subluxation of the left knee. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that patient's left knee was revised due to pain. An a35 patella and 5x13 cr insert were revised to an a38 patella and 5x16 cr insert. Rep provided a primary operative note, webops report of the primary implants, examination note, pre-revision x-rays, and a picture of the explants and reported that all available information has been submitted. Update: x-ray from 8.17.2018 show lateral patella subluxation of the left knee.